Event description:
Reportable based on the device analysis on 04oct2022. It was reported that leaking in the pump occurred. The target lesion was located in the left iliac vein thrombosis. An angiojet zelante was used for thrombectomy procedure. During thrombectomy mode, the pump was leaking water. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed a broken hypotube.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed a kink at 104.5 cm from the tip. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location 104.5 cm from the tip, the hypotube was clearly broken open and completely separated. The xray was used to verify and document the broken hypotube. The device could not be functionally tested due to the extreme damage on the device. A pressure reading was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a broken hypotube. A kink was also confirmed.